Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22) :4176-4180; reported: use of cannulated screw internal fixation to treat osteoporotic patients with femoral neck fractures. Of 12 males and 20 females, mean age of 78, fifty three percent (17) experienced complications. One patient experienced complication of internal fixation cutting. This report is 1 of one for unknown quantity of unknown cannulated screws for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.